Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 3889-28, lot# va15zzr, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Fdc is related to the lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor. It was reported that the device and lead was removed due to infection. The device was protruding from the pocket incision site. No troubleshooting was performed. The issue was reported resolved at the time of the report and the patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.